Event description:
Vha (veterans health administration) sent alert to all (B)(6) patient safety managers for assess for undetected fluid ingress and egress from inpatient and outpatient mattresses can lead to hospital-associated infections, patient tissue degradation, and/or patient death. Reference report mw5164565, mw5164567, mw5164568, mw5164569.